Event description:
It was reported to boston scientific corporation that a occluder balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the inflated balloon was not visible under a fluoroscopy and suspected to have been burst. However, once they proceed with the procedure, they check the balloon's condition, and it turned out to have a hole on it causing it to leak hence it got deflated. The procedure was completed with the same device. There were no patient complications reported as a result of this event. Additional information received on october 24, 2023: it was reported that a occluder balloon catheter was used in the kidney.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block d7a (sud reprocessed and reused) and block h8 (usage of device) have been updated based on the additional information received on october 24, 2023. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole.

Event description:
It was reported to boston scientific corporation that a occluder balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the inflated balloon was not visible under a fluoroscopy and suspected to have been burst. However, once they proceed with the procedure, they check the balloon's condition, and it turned out to have a hole on it causing it to leak hence it got deflated. The procedure was completed with the same device. There were no patient complications reported as a result of this event.